Event description:
It was reported that a single-piece preloaded monofocal intraocular lens (iol) was found to be defective during insertion, as the leading haptic had popped out. Another iol of the same model and diopter was used as a backup replacement without complications. Additional information was received and stated that the iol was not fully inserted into the patient's left eye. Another iol was used and implanted instead. No force was applied to deliver the iol. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. There was no patient injury. The procedure was completed successfully with a positive patient outcome. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: na as the lens was not fully inserted and was replaced in the same procedure. Section d6b: if explanted, give date: na as the lens was not fully inserted and was replaced in the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.